Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the home care patient that when removing her cleo site during a site change, she noticed that the cannula was broken off completely. The patient felt that it was stuck in her body at the infusion site. The patient's blood glucose rose to 156 mg/dl, and she delivered a bolus of insulin via the pump. No damage had been noted when the package was first opened. The patient sought medical treatment, and her physician determined that the cannula was still in the patient's body. An antibiotic cream was prescribed in order to keep the swelling down and eliminate infection. As of 07/22/2016, the swelling had stopped and the patient's skin had no redness. The cannula had come out after using the antibiotic cream. No further injury was reported. If additional information is received, a follow up will be sent.